Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadequate stent apposition and stent fracture occurred. The bifurcated target lesion was located in a little bit tortuous mid to distal left anterior descending (lad) artery. A 2.50 x 24 synergy ii drug-eluting stent was deployed to treat the lesion at 12 atmospheres; however, the stent was undersized. A 3.0x12 non-compliant balloon catheter was then used to post-dilate the stent. Following removal of the balloon catheter, stent boost was performed and it was noted that the distal third of the stent was fractured. Another 2.0x8 synergy stent was deployed to cover the stent fracture and the procedure was completed. No patient complications were reported and patient's status was fine.